Manufacturer narrative:
The patient reported that the incisions have healed on (B)(6) 2021, and the drainage has ceased. No explanation or revision was performed. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, patient engaging in strenuous activities, not using antibiotics, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated the skin irritation and the drainage was related to a fluid-filled sac. However, the questionnaire shows the clinical representative stated to be unsure whether the site was irrigated or if the skin was prepared before closure which may have contributed to the skin irritation and the fluid-filled sac. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the skin irritation/fluid-filled sac is potentially due to the skin not being prepared before closure and not irrigating the site (user error-clinician).

Event description:
Patient reporting swelling, tenderness, and drainage from the incision site. The implanting clinician explained to the patient the drainage was related to a fluid-filled sac that can occur after surgery.